Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and initial reporter information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were longevity concerns with this pacemaker. Technical services (ts) was not provided with files to review. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were longevity concerns with this pacemaker. Technical services (ts) was not provided with files to review. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and initial reporter information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.